Manufacturer narrative:
Updated fields: g1 (contact person ¿ mfg site), h6 (type of investigation, investigation conclusions). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint record ID no. (B)(4).

Manufacturer narrative:
Corrected fields: d4 (lot no.). The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between catheter and sheath. The returned sheath was not a maquet product. The pressure tubing was also returned. A kink was found on the catheter tubing near the y-fitting approximately 76.2cm from iab tip. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and a break was observed within the y-fitting. The optical fiber was found to be broken confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference ID: (B)(4).

Manufacturer narrative:
Due to character limit in e1 event site address is (B)(6). A supplemental report will be submitted upon completion of our investigation. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).

Event description:
It was reported that the intra-aortic balloon(iab) had an issue during case as fiber optic would not work. Attempted a second console with the same inserted catheter and still did not work. Patient was involved.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.